Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event as you have only stated "incomplete stapling". Can you address these questions and the subsequent patient consequence: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Was there any patient cons?

Event description:
It was reported that during a gastrectomy procedure, there was incomplete stapling. No further additional information. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: where within the scale of adjustment of the gap was the orange indicator before firing? Yes. What confirmation did you receive that the device was completely fired? Auditory. Did the device staple? Yes . Was the staple line complete? Yes. Were some staples missing from the staple line? Information not obtained. What was the shape of the staples (b formation, irregular, straight legs)? Training in b. Did the staples deploy in the tissue? Yes. Were the staples seen in the surgical field? Do not know. Did the device cut? Yes. Was the cut line completely circumferential around the target tissue? Yes. If the device was cut completely, were both tissue donuts present? Yes. If the device was cut completely, were the two donuts completed? Yes. How many counterclockwise revolutions were used to open the device? Not obtained. How was it confirmed that the anvil was free of tissue before being removed? Move from side to side. After firing, did the adjustment knob turn from ½ to ¾ revolutions? Yes. Was the device turned 90 degrees in both directions to ensure that the anvil was free of tissue? Yes. Was there any patient consequence as a result of the event? Client said yes but hasn¿t provided additional information. If yes, what was the consequence? Provide more details. The customer has not provided additional information. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are you able to clarify how the device failed? The event was originally reported as " event: incomplete stapling." The additional information you provided does not indicate any problems with staples or stapling. Could you please follow up to obtain more details regarding the reported patient consequence?